Event description:
It was reported that while the ventilator was connected to a patient the tidal volume changed on its own. Patient information is unknown. (B)(4).

Manufacturer narrative:
The defective parts have been requested back for investigation. A supplemental medwatch will be submitted when the investigation has been completed.